Event description:
It was reported that during an embolization treatment procedure, a microcatheter fracture occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the liver. This 180cm x 135cm renegade "hi-flo, fathom" system was selected. Following the completion of contrast injection, the physician inserted the fathom guide wire into the renegade microcatheter. The renegade microcatheter kinked and broke near the proximal tip outside of the patient during guide wire insertion. It was confirmed that there were no portion(s) of the fractured device that remained inside the patient. The procedure was continued with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during an embolization treatment procedure, a microcatheter fracture occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the liver. This 180cm x 135cm renegade 'hi-flo' fathom system was selected. Following the completion of contrast injection, the physician inserted the fathom guide wire into the renegade microcatheter. The renegade microcatheter kinked and broke near the proximal tip outside of the patient during guide wire insertion. It was confirmed that there were no portion(s) of the fractured device that remained inside the patient. The procedure was continued with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis and visual examination of the device found that the microcatheter was kinked 6.5cm from the proximal. There was no damage noted to the guidewire. A small amount of blood was advanced from the microcatheter shaft during the functional test. A 0.0184in mandrel was advanced through the microcatheter and slight resistance was experienced at the kink 6.5cm from the proximal. The fathom-16 guide wire could not be advanced past the kink on the microcatheter. There was no damage noted to the fathom-16 guide wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).